Event description:
Information received indicates the brake caster continues to swivel after the brake is locked.

Manufacturer narrative:
The technician found the caster stem was broken and replaced the brake caster to repair the stretcher.